Event description:
Facility reported upon opening new case of bloodlines from this lot# several of the lines were kinked in various places. Product was not used for treatment. Product samples were discarded at facility.